Event description:
New information received notes the patient had no symptoms, r waves were chronically low running a risk of not properly sensing ventricular fibrillation. No dislodgement was visible to the naked eye though suspected. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Further information was requested but was not yet received.

Event description:
It was reported that the right ventricular (rv) lead was capped on (B)(6) 2023, due to dislodgement and replaced.